Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 had a missing results issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014 between 7 and 9 am. The patient manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did make any changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged an increase in medication on (B)(6) 2014 (humalog, up to 15 units 3x/day lantus, up to 30 units/day). The patient claims he developed symptoms of ¿disoriented, couldn¿t walk¿ approximately 4 months after the product issue began the time between meter reading and symptoms is unknown. The patient was allegedly treated at the emergency room (ER), on (B)(6) 2014 between 3-5 pm where the patient was treated with insulin (unknown type and dose). Another device was used (B)(6) 2014 at 7 by the ¿emc¿ with a result of ¿hi¿ on (B)(6) 2014 at 8pm two results of ¿733 and 775 mg/dl¿ was taken with an unknown device. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.